Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubies failed to open and the screen freezes. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1, which was causing the station to freeze, by first removing all cubies and row boards from the drawer. A field service engineer (fse) cleaned out any debris inside the drawer and reassembled it. After reassembly, the drawer was tested using the hardware test application, and all cubies responded properly. The drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.